Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that upon device interrogation high impedance issue was observed on the lead resulting in the device unable to enter MRI mode. The lead was explanted, and a new lead was implanted. The implantable pulse generator was electively replaced per physician. There were no complications during the procedure. Therapy was restored post procedure. Patient was stable.